Manufacturer narrative:
Idividual implantation dates are unknown. The publication date is provided instead. Device evaluated by MFR: devices not returned for evaluation or remain implanted. The following article was reviewed: skrypnik, d., bischoff, m.s., meisenbacher, k., kronsteiner, d.b. And böckler, d., 2022. A 10-year single-center experience with the gore tag conformable thoracic stent graft in the treatment of thoracic aortic disease. Journal of endovascular therapy, 29(3), pp.370-380. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: skrypnik, d., bischoff, m.s., meisenbacher, k., kronsteiner, d.b. And böckler, d., 2022. A 10-year single-center experience with the gore tag conformable thoracic stent graft in the treatment of thoracic aortic disease. Journal of endovascular therapy, 29(3), pp.370-380. The article is a ten year retrospective study describing 194 patients presenting with thoracic aortic aneurysm, thoracoabdominal aortic aneurysm, type b aortic dissections, penetrating aortic ulcer, intramural hematoma, aortoesophageal fistula, aortobronchial fistula, traumatic aortic rupture, and anastomotic or patch aortic aneurysm. All patients were treated with conformable gore® tag® thoracic endoprosthesis. It was reported that after the procedure, 1 patient presented with in-hospital endograft infection, 2 patients presented with stent graft induced new entry, 5 patients presented with postoperative stroke, 8 patients presented with paraplegia, 5 patients presented with colonic ischemia, 4 patients presented with myocardial infarction and 12 patients presented with acute renal failure and 5 patients presented with migration. Fifteen patients received aortic-related reintervention during the follow-up period. 4 received endolining or extension, 4 received a left subclavian artery plug or coiling, 1 underwent evar, 2 received carotid subclavian bypasses, 1 underwent diagnostic angiography, 1 was converted and 2 underwent percutananeous transluminal angioplasty. The overall mortality for patients during the follow-up period was 83. Twenty-two of these patients died due to condition or device-related issues. During the initial hospitalization, 5 patients died due to multiorgan failure caused by hemorrhagic shock following rupture of the thoracic aortic aneurysm or type b aortic dissection. Five patients died due to bleeding from aortobronchial fistula/aortoesophageal fistula. Five patients died due to multiorgan failure following visceral/lower limb malperfusion. Seven additional patients died due to condition or device-related issues during the follow-up. Three patients died due to aortic rupture. Three patients died due to septic hemorrhage. One patient died after refusing reintervention for migration.

Manufacturer narrative:
The lot and serial numbers are unknown. The devices, if explanted, have not been returned and imaging has not been provided.